Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product evaluation: product review of the zsgm serial number (B)(6) by dover on 23 july 2020 revealed that the pre-repair test could not be performed due to a bent comb. Product repair repair of the device was performed by dover on (B)(6) 2020 which included replacement of the following: comb, shoulder bolts, cap nuts. Additional repair included disassembling and cleaning the device. The device, serial number 1662, was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Initial reporter - telephone number: (B)(6).

Event description:
It was reported that this mesher was found to have bent and damaged combs. The event occurred before surgery. No delay. No unplanned graft was needed. No adverse events were reported as a result of this malfunction.